Event description:
It was reported that this right ventricular (rv) lead dislodged. Therefore, a lead revision was performed and it was explanted and replaced with a new one. No additional adverse patient effects were reported.